Event description:
Journal reference: aybek et al. "Long-term cognitive profile and incidence of dementia after stn-dbs in parkinson's disease." Mov disord. 2007; 22(7):974-981. The article describes a study to evaluate long-term cognitive profile and incidence of dementia in 57 subjects with bilateral subthalamic nucleus dbs for parkinson's disease. Reportable event: four pts with bilateral stn-dbs had a transient complication of confusion with no further info being reported on this event.